Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer reported a blood glucose level of 241 mg/dl. The customer confirmed that the cartridge would be reloaded and a correction bolus would be delivered to address blood glucose level.